Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer contacted via e-mail and stated that the bottom of the brush fell off in his/her mouth while he/she was brushing. No injury was reported.